Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07may2020.

Event description:
It was reported that the ventilator had a 'check vent alarm light emitting diode (led) failed. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The power switch overlay will be replaced to address the reported issue.

Manufacturer narrative:
G4: 16nov2020, b4: 17nov2020. A power switch panel was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14may2020. B4: 15may2020. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.